Manufacturer narrative:
Concomitant medical products: 7108 ipg, implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had been turned off due to "poor performance" years ago. The ra lead was capped recently because the patient had been functioning fine without use of the ra lead. No patient complications have been reported as a result of this event.